Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation, yes. Section d10: returned to manufacturer on, 01/16/2020. Section h3: device returned to manufacturer: yes . Device evaluation: one oxycup was returned, there were black spots on the filter of the oxycup cap. Without the returned bottle of solution product, it cannot be confirmed whether it was a product failure of the disinfecting solution. Manufacturing record review: a manufacturing record review was conducted based on reported solution lot ze04470 which is labeling lot number, its filling lot ze07454 and compounding lot ze07453 were manufacturer in nov 2018. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no non-conformance related to this complaint. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, information not provided. Lot number: unknown, not provided. Expiration date: unknown, as lot number was not provided. If implanted, give date: not applicable. If explanted, give date: not applicable. Device manufacture date: unknown, as lot number not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that black spots appeared on the lid of the lens case/cup that looked like mold. The spots appeared half way through the use of the oxysept formula. The patient was asking if there was a problem with the process. No further information is available.